Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply voltage was adjusted to the appropriate level. The system was tested was found to be working as intended and put back into service.

Event description:
The field engineer reported that the system received a generator unavailable error. This error may prevent the system from booting up. No pt injury was reported.